Manufacturer narrative:
This report is being supplemented to correct a statement to the h10: "it has been more than 19 years since the subject device was manufactured."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - operation manual evis lucera gif/cf/pcf type 260 series operation guide chapter 3 preparation and inspection describes the detection method. - instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization chapter 3 cleaning, disinfection, and sterilization procedures describe preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital (noting due to character limit). The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the bending section cover, and deformation of the upward/downward knob. In addition to the foreign material in the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped; the adhesive around the objective lens and the light guide lens were peeled; the connecting tube was wrinkled; the scope cover plate was detached; there was a lack of image on the monitor due to dirt on the objective lens; the suction cylinder was shaved; the paint on the suction cylinder and air/water cylinder were peeled; the control unit was discolored; the electrical connector was discolored due to water leakage; and the image had a partially dark area due to a scratch on the objective lens. Lastly, there were scratches on the following parts: the bending section cover, the upward/downward knob, the forceps elevator knob, the forceps elevator lever, the plastic distal end cover, the connecting tube, the objective lens, the suction connector, the protector of the universal cord on the suction connector side and control section side, the universal cord, the grip, the right/left knob, the control unit, and the switch box.. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a pinhole. There was no report of patient harm. The device was returned, evaluated, and foreign matter was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.